Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, acute kidney injury (aki) was observed via the patient¿s laboratory results and the patient was stated to have suffered acute renal failure despite having no prior history of renal issues. The patient was transported to the intensive care unit (ICU) with no urine production on impella cp support with the device at a pump speed level of p9. As a result of the anuria, the patient was placed on continuous veno-venous hemofiltration. It was reported during the percutaneous coronary intervention while on impella cp support, the patient experienced cardiac arrest and required defibrillation to achieve a return of spontaneous circulation. It was reported the decision was made to escalate the patient¿s care to an impella 5.5 device. It is reported that after escalation to the impella 5.5, the patient was initially hypotensive. The impella cp was successfully explanted however, the patient remained critically ill. It was reported that the patient later expired on impella 5.5 support. Medical safety review of the event noted use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.